Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind, prime/fill no excessive no delivery/occlusion alarm and motor error alarm due to unresponsive button. Pump received with minor scratched lcd window. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had multiple scratches on the display screen had to tilt in different light to see screen. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had motor error and insulin squirted out during priming. Troubleshooting was not performed. The insulin pump will not be returned for analysis.